Event description:
Nurses (rns) were trying to change flolan (epoprostenol sodium) at midnight and the pump was reading air detected in line. The rns couldn't proceed to press start due to air detected in the line. Flolan pump replaced with pump brought over by another rn. The pump was still reading air detected in line. Then the rn pressed the tubing deeper in the left side tubing holder and the problem was fixed. While all this happened the pulmonary hypertension (ph) pressure didn't change. The patient was off flolan drip for approximately 30 minutes due to pump malfunction. The physicians were made aware. Pulmonary hypertension coordinator was notified of incident and the cadd-legacy pump is out of use.